Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 462 mg/dl (guide), 236 mg/dl (aviva), and 214 mg/dl (guide). No adverse event reported. Return of the suspect device was requested for evaluation.